Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received partially applied with a tack visible in the e piece. The device was able to articulate and rotate properly. The tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was opened as instructed and it was noted the leaf spring was detached and rolled. Additionally, the spring retainer was broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the stapler jammed as it was firing a staple to tack up the mesh into the patient's abdominal wall. Tissue needed to be extracted to remove the stapler and when it was removed the scrub nurse was unable to remove the cartridge. There was a poor staple formation and they had to resected and re-stapled to be able to fix the staple line. There was no injury caused to the patient and no medical intervention was required.